Event description:
It was reported that, after a right tka construct was implanted on (B)(6) 2019, the patient experienced unspecified functional problems. This adverse event was treated on (B)(6) 2019 with a second surgical intervention of mobilization of the prosthesis. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, approximately 5 months post right tka, the patient required a second surgical intervention of mobilization due to unspecified functional problems. As of the date of this medical investigation, the supporting clinical documentation has not been provided; therefore, definitive contributing clinical factors to the event cannot be concluded. With the limited information provided, the patient impact beyond that which was reported cannot be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.